Event description:
A surgeon reported that during the irrigation/aspiration (I/a) portion of surgery, a corneal burn occurred. At that time, a message was displayed on the screen indicating "phaco not available." The handpiece was exchanged and the surgery was completed. The surgeon has declined to provide any add'l info.

Manufacturer narrative:
The company rep examined the system and observed multiple system messages in the event log related to a communication issue between the host module and the air/fluid controller. The company rep replaced the communication power cable and the communication signal cable to address the issue. The customer's handpiece was tested and met specifications. The system were then tested and met product specifications. The company rep also replaced the latch seal. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).